Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: warnings the microcatheter should be advanced or manipulated under fluoroscopic guidance. Do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Infusion pressure should not exceed 300 psi to avoid potential rupture of the microcatheter. Precautions exercise care in handling the microcatheter to reduce the chance of accidental damage. With the exception of dimethyl sulfoxide (dmso), use of organic solvents may damage the microcatheter and/or coating on the surface. Potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. To reduce the risk of damage or separation of the device, avoid repeated bending at the same point of the microcatheter. Take precaution when manipulating the microcatheter in tortuous vasculature to avoid damage to the microcatheter. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. Directions for use carefully insert the distal section of the guidewire into the microcatheter hub (refer to the guidewire instructions for use). Advance the guidewire until the distal tip is near the distal end of the microcatheter. Slip the torque device over the proximal end of the guidewire to the desired location (refer to guidewire or torque device instructions for use). A guiding catheter is placed into the appropriate vessel and the microcatheter/guidewire assembly is then advanced through the guiding catheter to the target vessel or vascular lesion. Set up a continuous flush of heparinized saline by connecting rhvs with pressurized flush solution lines to the hub of the guiding catheter and microcatheter. Carefully advance the microcatheter/guidewire to the guiding catheter distal tip. During navigation in the vasculature, advance the guidewire a short distance, then advance the microcatheter over the guidewire and repeat until the desired site is reached. The proximal portion of the microcatheter does not have the hydrophilic surface and may encounter resistance when this section is advanced through the rhv. Once the desired location has been reached, the guidewire is removed from the microcatheter. The diagnostic or therapeutic agent(s) are then prepared for delivery through the microcatheter. Warning: do not exceed the maximum recommended infusion pressure of 300 psi. Between uses, rinse the microcatheter in a basin of heparinized saline and wipe it gently with sterile, wet gauze and place in a basin of heparinized saline or a flushed dispenser tube to keep the hydrophilic surface wet until use.

Event description:
It was reported that the stent was used to treat multiple cerebral aneurysms, including an internal carotid posterior communicating artery (icpc) aneurysm and an internal carotid artery c3 (ic-c3) aneurysm. Initial coil embolization of the icpc aneurysm was performed successfully using a balloon-assisted technique. It was reported that a microcatheter was subsequently positioned for stent deployment; however, during deployment, the microcatheter shifted and became displaced from the intended position. Multiple attempts to reposition and redeploy the stent resulted in repeated microcatheter instability. During one such attempt, the distal portion of the stent appeared to contact the vessel near the anterior choroidal artery, and angiography confirmed contrast extravasation. It was reported that the stent and microcatheter were removed, and a balloon catheter was used to achieve temporary hemostasis. As bleeding persisted, parent artery occlusion was performed using coils. Angiography confirmed hemostasis following occlusion. It was reported that the planned treatment of the second aneurysm was not performed and the procedure was terminated. Following the hemorrhage, the patient developed dilated pupils, and computed tomography imaging confirmed findings consistent with subarachnoid hemorrhage. Ventricular drainage was subsequently performed. It was reported that the physician assessed the event as not device-related but attributable to procedural technique.